Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when a catheter was inserted, the wings broke, at the moment of attaching it to the patient. A second catheter from the same lot number was used, and the same incident occurred. A third catheter from a different lot number was used successfully. The patient required three catheter insertions in a row, during which the local anaesthetic was no longer working, and causing loss of time. It was also observed that the wings are already "cut" in the packaging on all for the affected lot. The associated emdr report numbers are 3006425876-2025-00092, 3006425876-2025-00093 and 3006425876-2025-00094.

Event description:
It was reported that when a catheter was inserted, the wings broke, at the moment of attaching it to the patient. A second catheter from the same lot number was used, and the same incident occurred. A third catheter from a different lot number was used successfully. The patient required three catheter insertions in a row, during which the local anaesthetic was no longer working, and causing loss of time. It was also observed that the wings are already "cut" in the packaging on all for the affected lot. The associated emdr report numbers are 3006425876-2025-00092, 3006425876-2025-00093 and 3006425876-2025-00094.

Manufacturer narrative:
Qn#(B)(4).